Event description:
The gastrointestinal videoscope was returned to the service center with a report of leaking at the plug. This does not indicate an MDR reportable event. However, during inspection of the device at the service center, an MDR reportable malfunction was noted in which foreign objects in the connecting tube and air water (aw) tube, and white foreign objects in the air water (aw) cylinder. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, the cause of the foreign objects could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.